Event description:
Information was received indicating that during infusion of remodulin using a smiths medical cadd medication cassette, the pump began alarming "no disposable, clamp tubing" when approximately 10.1 mls remained. It was reported that the cassette was subsequently changed. No adverse patient effects were reported.